Event description:
It was reported that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 370mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery alarm, or blank display noted. The device had minor scratched lcd window.